Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report could not be confirmed. The subject device was tested with multiple different olympus-test scopes, and all functional tests were passed. All video output signals and images were good. The unit was equipped with the up-to-date main switch and software. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during preparation for use, his olympus evis exera iii video system center¿s display was experiencing issues. According to the initial reporter, the image had scrolling lines present, then those went away and it turned to a green screen. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the colored bars displayed on the screen was unable to be identified. Olympus will continue to monitor field performance for this device.